Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, explanted: (B)(6) 2018, product type: adaptor. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the ins was removed and the extensions were cut. The healthcare provider (hcp) was planning on doing an MRI of the pectoral area to see if the infection was gone. Technical services reviewed that an MRI was not recommended for this patient, however a CT scan would work okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the infection remains undetermined. The infection has resolved. The patient's weight remained unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3389s-40 lot# v087151 serial# implanted: 2008 (B)(6) explanted: 2018 (B)(6) product type lead product ID 7482a51 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: 2018 (B)(6) product type extension product ID 7482a51 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: 2018 (B)(6) product type extension product ID 3389s-40 lot# v062134 serial# implanted: 2008 (B)(6) explanted: 2018 (B)(6) product type lead product ID 64002 lot# n448263 serial# implanted: explanted: 2018 (B)(6) product type adapter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40 lot# v087151 serial# implanted: 2008 (B)(6) explanted: 2018 (B)(6) product type lead product ID 7482a51 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: 2018 (B)(6) product type extension product ID 7482a51 lot# serial# (B)(4) implanted: 2008 (B)(6) explanted: 2018 (B)(6) product type extension product ID 3389s-40 lot# v062134 serial# implanted: 2008-08-11 explanted: 2018-02-22 product type lead product ID 64002 lot# n448263 serial# implanted: explanted: 2018 (B)(6) product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had an infection and redness. The patient said they went to have stitches taken out on (B)(6) 2018 and the patient's wife thought the incision looked red but the nurse didn't do anything about it. The infection was confirmed, the patient said on (B)(6) 2018 they had a full blown infection. The patient said the infection traveled from the ins up to the cable and in their neck. The patient said they had 4 surgeries and everything was removed. It was noted the reason the patient called was to ask about a rechargeable ins. Patient said their 1st device lasted 5 years and the 2nd and 3rd last 2.5 years. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had an infection at the ins site. The ins and the pocket adapter were to be explanted today. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# v087151, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 3389s-40, lot# v062134, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead; product ID: 64002, lot# n448263, explanted: (B)(6) 2018, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep reporting that the patient's lead was explanted due to confirmed serratia infection. The rep reported that due to an ongoing serratia infection, which had not responded to IV antibiotics, the patient's remaining hardware was removed including two leads and two partial extensions. The rep noted that the remainder of the system was previously explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# v087151, implanted: (B)(6) 2008, explanted: (B)(6) 2018. Product type lead, product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018. Product type extension, product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018. Product type extension, product ID 3389s-40, v062134, implanted: (B)(6) 2008, explanted: (B)(6) 2018. Product type lead ,product ID 64002, lot# n448263, explanted: (B)(6) 2018. Product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient called in about their rc device. Patient services reviewed insr use, length of charging sessions, longevity and how long it takes to charge ins. The patient mentioned the infection and said they had to have 4 surgeries. The patient said they were scheduled to have the device put back in on oct. 9th, but they weren't sure if they wanted to because they didn't want it to get infected again. The patient said their first device lasted 5 years and the next 2 lasted 2.5 years. There were no further complications reported.